Event description:
It was reported that when the patient was connected to the ventilator, it didn't start to ventilate although the tests before use were successful. The patient was already unstable, and reportedly had a cardiac arrest. In addition it was reported that the ventilator was used by another user 90 minutes after the event.

Manufacturer narrative:
The investigation is ongoing. We will provide results within a separate follow-up report.